Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not duplicated. During evaluation, it was observed, no abnormalities were noted during visual examination and operational confirmation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic endoscopic sinus surgery (ess), the visera 4k uhd camera control unit exhibited error and blacked out. Subsequently, a restart prompt message appeared, and the device was restarted, and the reported issue was resolved. It was noted, the procedure was completed successfully. There was no harm or user injury reported due to the event.